Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a physician was attempting to use a everflex entrust 6x150x120 model number: evx35-06-150-120 self-expanding stent to treat a lesion in a patient. It was reported that removal difficulties occurred, difficulty removing device after stent deployment. No patient injury reported for this event

Manufacturer narrative:
Product analysis: device was decontaminated with cidex opa solution soak and tergazyme soak. The device was returned in a deployed state with no red safety tab mechanism. The guidewire used during the procedure stuck along with the device. The device was identified as 150mm by the strain relief. The thickness of the stuck guidewire using the laser micrometre was measured as 0.0169¿ instead of 0.035¿ which indicates that the incorrect guidewire size was used. The incorrect guidewire which in turn causes the difficulty issues while removing the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.